Event description:
A report was rec'd that a cypher sds was associated with a crack in the shaft during use.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The event involved a male pt with a heavily calcified and angled lesion in the mid left anterior descending branch (lad). The safety and effectiveness of cypher has not been established with these types of vessels and/or lesions. The lesion was treated with pre-dilation followed by a failed attempt to cross the lesion with a 2.75 x 33mm cypher stent. The procedure was successfully completed with another product without reported injury to the pt. It was later reported by the product rep that the cypher sds broke at the shaft during the procedure. No other procedural or event info has been provided. The product was returned for failure analysis and found the shaft of the stent delivery system had a crack located 27.6 cm from the hub. It appears the shaft was kinked before it broke. The stent was mounted on the balloon with no other anomaly noted on the unit. The crossing profile was measured at the distal, middle and proximal sections of the sds and were found to be within specification. Functional analysis could not be performed given the condition of the rec'd unit. A device history record review was performed and showed that this lot of products met all requirements per the applicable mfg quality plan. The reported complaint of cracked shaft was confirmed by analysis. The exact cause of the product malfunction could not be conclusively determined; however; there appear to be vessel and lesion factors that may have contributed to it.